Event description:
This customer reported a shock equipment malfunction message at power on of the device. There was no negative patient impact reported.

Manufacturer narrative:
(B)(4): this customer reported a shock equipment malfunction message at power on of the device. There was no negative patient impact reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.